Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery patient experienced inflammation (fibrin) and endophthalmitis. Patient was given with an antibacterial agent and the condition was improving. It was informed that the patient was in contact with surgical procedure packs, viscoelastics, ophthalmic phacoemulsification tip, ophthalmic phacoemulsification handpiece and irrigation/aspiration tip. Additional information was received clarifying the surgeon confirmed the event was tass (toxic anterior segment syndrome). This report represents handpiece involved in this event.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no equipment returned for investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).